Manufacturer narrative:
A tear in the exposed portion of the cannula resulted in fluid leaking from the fluid path. It could not be determined how or when this damage occurred or if it contributed to the reported event. Cracks were observed in the top and bottom housing of the pod. It could not be determined when these cracks occurred.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 36 and 48 hours. The pod was leaking insulin from the infusion site (leg). As treatment, a new pod was applied.